Manufacturer narrative:
The part number/ref# could not be confirmed. The eakin seal product ref # was reported as unknown. The reporter states it is the eakin seal (not the eakin slim). Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
On (B)(6) 2020, the end user had a stoma revision and had surgery for step 2 of a j pouch wherein the ileostomy was moved slightly towards the midline. Her new stoma points toward the skin. On (B)(6) 2020, while in the hospital, she applied an unknown brand of appliance with an eakin seal. She stated that the seal was against the stoma and caused a blockage of stoma opening with limited stool output resulting in nausea/vomiting, perspiration and abdominal cramps. The appliance and eakin seal were removed for a period of time then reapplied for the same results. Reportedly, her surgeon was aware. On (B)(6) 2020, she did experience bleeding up to 1/4 cut shooting from the stoma and the surgeon placed a suture at the bedside, which resolved the issue. The end user did not feel the bleeding was related to the eakin seal. She did not feel the blockage had delayed her hospital stay. On (B)(6) 2020, the end user reported that the bleeding was still coming from the incision where her stoma met the skin. She did not believe that the wound was related to her appliance. The end user continued to use the product. No photo is available at this time.